Event description:
This report is filed for the chordal rupture and because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the patient underwent an original mitraclip procedure in 2010 with the implantation of one mitraclip. Approximately (B)(6) 2014, the patient was re-admitted to hospital with increasing dyspnea. Transesophageal echocardiogram (tee) showed posterior medial leaflet (pml) detachment with medial prolapse and mitral regurgitation (mr) was 4. There was evidence of chordal rupture. Due to high surgical risk, the decision was made to do a second mitraclip procedure on (B)(6) 2014 and implant 2 clips on either side of the original clip. Two new clips were successfully implanted reducing mr to 2-3, but there was a significant jet medial to the original clip. It was not possible to place a 3rd clip as there was not enough space between the original and 1st clip. An amplatzer cardiac plug was placed between the original and 1st clip with a resulting mr of 1. No additional information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Since the lot number for the reported device was not provided, the analysis of this complaint will be an assessment of information provided to abbott vascular. Six images of the procedure done on (B)(6) 2014 were provided regarding this event and were reviewed by an abbott vascular senior medical advisor. The reviewer indicated that the reported incident details corroborated with the images provided. The reported patient effects of dyspnea and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Potential causes for single leaflet device attachment (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. It is possible that the slda occurred as a result of the chordal rupture, which may have been due to a combination of progression of the disease and an interaction with the clip; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported slda and chordal rupture could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.